Manufacturer narrative:
The incident dates have been requested yet not received. The investigation is ongoing. See related: 0001920664-2024-00121, 0001920664-2024-00122, 0001920664-2024-00123 and 0001920664-2024-00125.

Event description:
The user facility in china reported a vitrectomy cutter was not cutting during the procedure. This occurred five times on five different days and the cutters were aspirating.

Manufacturer narrative:
Evaluation completed. One opened bl5523wv pack from lot x5137 was returned. The expiration date on the label is 2025-mar-23. The cutter is loose on the bottom of the pack tray under the other pack components and is tangled up with the collection cassette tubing. The tip protector was not returned. The needle is broken off with only a 1/4th of an inch of the needle left attached to the nose of the body/handle. The broken piece not in the returned pack assembly and is missing. Microscopic examination of the remaining needle found that it is bent and the needle is flattened in more of an oval shape rather than round as it should be. There is no evidence of dried solution in the tubing. It cannot be determined if this cutter was used. Due to the returned condition being loose on the bottom of the tray with no tip protection, the cause of the bent needle cannot be determined. Assignable root cause could not be determined due to returned condition of the device. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. Related MFR numbers: 0001920664-2024-00121, 0001920664-2024-00122, 0001920664-2024-00123 and 0001920664-2024-00125.

Event description:
Additional information was received stating the date of the events are 6/28, 7/2, 7/4, 7/5 and 7/18.